Event description:
I was filling 21 homepump eclipse 50ml/50ml with saline for a pt order. I was using our baxa repeater pump. When I started to fill one of the pumps, the tubing blew off the end of the pump and allowed the saline to go all over the hood and floor before I could get it stopped.